Event description:
This was a revision case due to the patient's shoulder not healing properly from an initial total shoulder procedure (soft tissue reasons). The case was completed as intended. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report. No additional adverse consequences have been reported from this event. The device is used for treatment. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This was a revision case due to the patient's shoulder not healing properly from the initial total shoulder procedure( soft tissue reasons). The implanted stem was replaced but there was no allegation made about any product problems. A follow-up with the reporter confirmed that there was "no loosening of the stem, no signs of reaction, no signs of infection when we got there". The case was completed as intended. The investigation results of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.